Event description:
It was reported that approx 10 days following a low anterior resection procedure, during a follow-up visit, the dr discovered an anastamotic leak. Upon returning to the or to fix the problem, the dr inspected the staple lines of both devices used in the original procedure, and could not find evidence of malformed staples or an incomplete staple line. He indicated that the tissue around the anastamosis was very thin, but he could not pinpoint why a leak occurred. It appeared as though the leak occurred at the corners where the two staple lines intersected. As a result, the pt received a temporary colostomy. The dr expects the pt to keep the colostomy for approx 6 mos.